Manufacturer narrative:
Result: lift power coil cable.

Event description:
It was reported by service report that the foot end was stuck in the high position. No pt involvement or adverse consequences were reported.